Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the customer reported to technical service engineer (tse) after the integrated electrosurgical unit (iesu) or erbe replacement for (B)(4), they were not able to activate monopolar energy. Prior to contacting tse, they had already changed to forcetriad generator and completed the surgery in that configuration. Tse checked error logs and found error 31010 pointing to sterile adapter on universal surgical manipulator (usm4) not connected correctly. The nurse confirmed that was the usm the instrument was connected to. Tse explained to customer that the issue was most likely related to that instead of the erbe generator again, and therefore it would have been a better option to call tse directly at the moment the issue occurred. The customer explained they have a surgery later and will try with the erbe generator again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer decided to change to forcetriad before contacting tse. The surgery after was completed successfully with the erbe. The issue was related to the sterile adapter not being correctly engaged.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe prior to customer¿s report of not able to activate monopolar energy. Connecting the sterile adapter resolved this issue. System tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) recommended to the customer to reconnect sterile adapter on universal surgical manipulator 4 (usm4). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on the tse notes, the system issue was due to an improperly seated sterile adapter. It can be resolved by reseating the sterile adapter and power cycling the system, if necessary.